Manufacturer narrative:
A visual and microscopic examination identified stent damage and a shaft kink. A stent strut on row 1 was raised distally. A shaft kink was observed approx 70cm from the catheter strain relief. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The mfg batch record review confirmed the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural/factors. (B)(4).

Event description:
Reportable based on analysis completed on 09/28/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The calcified and severely tortuous target lesion was located in the 90% stenosed left anterior descending coronary artery. The 3.00x24mm taxus liberte stent delivery system was advanced to the target lesion, but it was unable to cross the lesion. The procedure was completed with a different device with no pt complications. The pt condition post procedure was reported to be "good". However, product analysis revealed stent damage.